Manufacturer narrative:
24-jun-2024 case update: complained product will not be not available.

Event description:
Brush heads...breaking / little plastic pieces in my mouth because something crumbles inside the brush heads - oral-b [device breakage] case narrative: consumer via phone reported that the oral-b io toothbrush heads have been breaking and they had little pieces in their mouth because something crumbled inside the toothbrush heads when they tried to use them. No injury was reported. 08-jul-2024 case update via information initially received on 24-jun-2024: the suspect product was discarded. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads...breaking / little plastic pieces in my mouth because something crumbles inside the brush heads - oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b io toothbrush heads have been breaking and they had little pieces in their mouth because something crumbled inside the toothbrush heads when they tried to use them. No injury was reported.